Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within a malignant tumor in the sigmoid colon during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient suffered from colon cancer and presented to the hospital with pain prior to the stent placement procedure on (B)(6) 2011. During the procedure, a radiograph was taken by the physician to verify the positioning of the stent within the colon. Subsequently, the physician had a radiologist confirm that the guidewire was in healthy lumen and the stent was in the correct position. The procedure was completed with this device, as there were no reported issues during the placement procedure. The patient's condition post procedure was reported to be fine. Approximately one day post procedure, the patient reported of continued pain; therefore, the physician sent the patient for a CT scan to determine the cause of the pain. Free air was noted in the CT scan, indicative of a perforation. In the physician's assessment, a conclusive cause for the perforation could not be determined as the patient's tissue was extremely friable and there were diverticula within the colon. However, the physician noted that it may have been caused by the stent delivery catheter. A colostomy procedure was scheduled for the next day to treat the existing tumor and perforation. Reportedly, the physician had advocated for a colostomy two years prior to this event and the patient had refused the treatment. Regardless of the perforation, the physician believed that the colostomy "was a good incentive" to remove the tumor. The stent, tumor and perforated area were all removed during the colostomy procedure. The patient has been at home recovering and is reported to be doing well.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.